Event description:
Event: (cc# 98-01224) after iabp for 12 hours, the 8 fr. Iab leaked and the iab was removed. Blood was noted in the tubing. On 10/16/98, the following was reported to datascope: black speckles were noted in the iabp catheter tubing and no alarms sounded from the pump. The tubing was clamped and the doctor was notified. The iab was discontinued and another iab was not inserted into the patient. There was no patient injury or complication as a result of the event. The patient was hemodynamically stable after the event. [Event complications]: none from the event - reported 9/29/98 and 10/16/98. [Patient's current status]: stable - rpt'd 10/16/98.